Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 10 retained samples were visually inspected, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates (urine straw from needle). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported for bd vacutainer® c&s transfer straw kit, the straw was broken and exposed the needle in an unspecified number of kits. It was not provided if this was found prior or during use. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported for bd vacutainer® c&s transfer straw kit, the straw was broken and exposed the needle in an unspecified number of kits. It was not provided if this was found prior or during use. There was no health impact or consequences reported.